Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
The device was returned to the manufacturer after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the device went through further analysis. The perimeter of the stacked chip scale package component was inspected. Analysis found the device to be functional with no electrical failures identified. No anomalies were observed during inspection of the perimeter of the scsp after removing all of the surrounding components.

Manufacturer narrative:
(B)(4)